Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified chemotherapy set leaked originating from the filter. It was further reported that there was no issue when priming the tubing; however, the leaks are noticed when used in conjunction with an unspecified infusion pump. Additionally the set was used with taxol or docetaxel attached to nitro-tubing. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.